Manufacturer narrative:
Devices: ceb231410/14455668 (B)(4); dsl1628/14493841 (B)(4). Additional information and images were requested but not available. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration, occlusion of device or native vessel, bleeding and surgical conversion. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Also, according to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Further information and images were requested. Also were implanted: pxc141400/14504961, pxc141200/ 14458960, pxc141000/14461274, plc201200/14331150 and plc201000/14451370. Rlt281414/ 14492076 (B)(4). Pxc141400/14504961 (B)(4). Pxc141200/ 14458960 (B)(4). Pxc141000/14461274 (B)(4). Plc201200/14331150 (B)(4). Plc201000/14451370 (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and gore excluder iliac branch endoprosthesis (ibe) to treat a right common iliac artery aneurysm. It was reported that the first step of deploying of the iliac branch component (ceb231410/14455668) went without any issues. When a 12fr cook introducer sheath was advanced within the ceb231410/14455668 for deployment of the internal iliac component, the device (ceb231410/14455668) was reported to have been pushed down and appeared kinked/compressed. The physician attempted to re-position the device to the intended position, but was unsuccessful and chose to leave the ceb231410/14455668 where it was, and unintentionally covering the right internal iliac artery (riia). A gore excluder aaa endoprosthesis featuring c3 delivery system (rlt281414/ 14492076) was then advanced up the left side and deployed with the contralateral gate on the right side. The right side was extended distally using a pxc141400/14504961, pxc141200/14458960 and a pxc141000/14461274. It was reported that a lot of friction was felt when trying to advance the 16 fr gore dryseal sheath through the (ceb231410/14455668) causing the distal end of the iliac branch component to be pushed up approximately 4 cm and came back again by itself when attempting to withdraw the introducer sheath. After the balloon dilation, the physician was able to continue the procedure and all contralateral leg components were delivered through the 16 fr gore dryseal sheath. On the left side a plc201200/14331150 and a plc201000/14451370 were placed. Reportedly, it was noticed that the trunk ipsilateral leg component was deployed too high. Final angiography confirmed that the main trunk ipsilateral leg component (rlt281414/ 14492076) had moved proximally and was unintentionally covering both renal arteries, the superior mesenteric artery and the celiac trunk. The patient was converted to open repair and all devices were explanted and a dacron aortic bifurcated prosthesis was implanted. The patient was reported to have lost approximately 3-4 liters of blood as a result of the 16 fr gore dryseal sheath having popped out twice during the procedure; and as a result of the open repair. Intraoperatively, the patient was transfused with 14 packed cells. The patient tolerated the procedure and was transferred to the intensive care unit. The tortuosity of the patient's iliac arteries were reported to have contributed to the event.